Event description:
At about 2 years and 1 month after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon preformed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10-sep-2024: lot 2012500: 15 items manufactured and released on 26-feb-2021. Expiration date: 2026-02-09. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review.